Event description:
Per the clinic, the device was explanted (reason for the explant and date of explant unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 4, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 08, 2022.